Event description:
Intraoperative lens was opened and removed from case. Lens was intact upon removal from package. Lens was folded and placed into cartridge. When inserted onto eye the lens fell apart. Lens was removed from eye and replaced with new, intact lens. No harm was attributed to the pt.